Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 instrument clips came out during the surgery (did not fall into the pt). A new applier was used to complete the case. There was no consequence to the pt.